Manufacturer narrative:
Bayer case number: (B)(4), pelvic pain [pelvic pain female], unusual frequent heavy bleeding [genital bleeding], eczema [eczema], tremors [tremor], muscle pain [muscle pain], joint pain [joint pain], headaches [headache], asthenia [asthenia], impaired concentration [concentration impaired], short-term memory [short-term memory impairment], sleep difficulties [difficulty sleeping], hair loss [hair loss], tingling in hands and feet [tingling feet/hands], full body tremors [tremor]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("unusual frequent heavy bleeding"), eczema ("eczema"), a first episode of tremor ("tremors"), myalgia ("muscle pain"), arthralgia ("joint pain"), headache ("headaches"), asthenia ("asthenia"), disturbance in attention ("impaired concentration"), memory impairment ("short-term memory"), insomnia ("sleep difficulties"), alopecia ("hair loss"), paraesthesia ("tingling in hands and feet") and a second episode of tremor ("full body tremors"). The patient was treated with surgery (essure removed). The reporter considered alopecia, arthralgia, asthenia, disturbance in attention, eczema, genital haemorrhage, headache, insomnia, memory impairment, myalgia, paraesthesia, pelvic pain, the first episode of tremor and the second episode of tremor to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number:(B)(4). Pelvic pain [pelvic pain female] . Unusual frequent heavy bleeding [genital bleeding]. Eczema [eczema] . Tremors [tremor] . Muscle pain [muscle pain] . Joint pain [joint pain] . Headaches [headache] . Asthenia [asthenia] . Impaired concentration [concentration impaired] . Short-term memory [short-term memory impairment] . Sleep difficulties [difficulty sleeping] . Hair loss [hair loss] . Tingling in hands and feet [tingling feet/hands]. Full body tremors [tremor]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("unusual frequent heavy bleeding"), eczema ("eczema"), a first episode of tremor ("tremors"), myalgia ("muscle pain"), arthralgia ("joint pain"), headache ("headaches"), asthenia ("asthenia"), disturbance in attention ("impaired concentration"), memory impairment ("short-term memory"), insomnia ("sleep difficulties"), alopecia ("hair loss"), paraesthesia ("tingling in hands and feet") and a second episode of tremor ("full body tremors"). The patient was treated with surgery (essure removed). The reporter considered alopecia, arthralgia, asthenia, disturbance in attention, eczema, genital haemorrhage, headache, insomnia, memory impairment, myalgia, paraesthesia, pelvic pain, the first episode of tremor and the second episode of tremor to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.